Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tube labels were lifting off. The following information was provided by the initial reporter: "for information, one of our sampling sites has just informed us of a non-conformity concerning psv pet edta k2 dgv1 6ml b.rose pet pipes ref 367941 - batch 9025734. No other feedback has been made concerning this batch which has been in circulation in our company for some time."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tube labels were lifting off. The following information was provided by the initial reporter: "for information, one of our sampling sites has just informed us of a non-conformity concerning psv pet edta k2 dgv1 6ml b.rose pet pipes ref. 367941 - batch 9025734. No other feedback has been made concerning this batch which has been in circulation in our company for some time."